Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The roller pump was disassembled, and the belt and shaft were inspected. The fsr tightened the belt tensioner and completed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump displayed a 'belt slip' message. As a result, the cardioplegia pump was switched to one of the sucker pumps and the case continued. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2023, the team experienced a problem with their heart lung machine (hlm) whereby a large roller pump gave a belt slip error while on cardiopulmonary bypass (cpb). The problem occurred on a cardioplegia pump and the clinician mitigated the problem by switching out the cardioplegia circuit tubing to one of the sucker pumps in order to complete the case. Therefore, this does constitute a change out while on cpb. There was no reported delay, and no blood loss, and the procedure was completed successfully.

Manufacturer narrative:
Per data log review: the roller pump was set to run counterclockwise at 06:39:40 on (B)(6) 2023. The lid was opened and closed multiple times before an 'underspeed belt slip' event occurred at 09:08:16. The opening and closing of the lid, starting and stopping of the pump, and the 'underspeed belt slip' events continued to occur until the pump was shut off at 11:50:02. The logs confirm the complaint.